Event description:
According to the reporter, during a laparoscopically assisted vaginal hysterectomy while they were suturing the cervix closed, the needle broke and got lodged in the patient tissue. An x-ray was done during the procedure to locate the broken needle which led to a 30 minute extension. The patient was alive.